Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("hypersensitivity: sensitive to metal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), postoperative adhesion ("adhesions"), scar ("scarring") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, postoperative adhesion, scar and genital haemorrhage had resolved and the abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, postoperative adhesion, scar and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure confirmation test that plaintiff did not undergo confirmation test. (As per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs received. New reporter's was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia), adhesions/scarring. Pt updated for hypersensitivity to allergy to metal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.